Event description:
During the surgical procedure the shaft of the isi2000 endowrist prograsp instrument broke while the doctor was "making a turn with the instrument". A broken piece of the instrument fell inside the patient and was retrieved. No patient harm, adverse outcome or injury was reported.